Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor displayed a service code 102 (charge profile fault) and failed incoming functionality testing. There was liquid contamination throughout the unit and the r45 resistor was open. The contamination caused the open resistor. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
During investigation of monitor sn (B)(4), a reportable device malfunction was found. The monitor failed incoming functionality testing.